Event description:
It was reported that during a stenting treatment procedure stent damage occurred following deployment. The target lesion being treated was located in the interventricular artery (iva). Predilation with an unspecified balloon catheter was performed. A 2.50x32mm promus element stent delivery system was then advanced to the lesion and deployed at 18 bars. Immediately following deployment, the stent did not seem well apposed and post-dilation with a non-compliant balloon was performed to the middle and proximal sections of the stent. Kissing-balloon technique was then performed to open a side branch and it is believed that these balloons caused the proximal portion of the promus element stent to shorten by approximately 5mm. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).